Event description:
It was reported that the device was not reaching up to temperature and automatically went into overheating and leaking. The unit had some cracks on the corner of the water tank. There was unknown delay of therapy. There were no patient harm or adverse effects reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 08-apr-2025. D3. Manufacturing plant address, city, zip code: corrected h3: one device was received for evaluation. This device has not been serviced for the past 12 months. The pcb was damaged, and the water tank cover cracked. Performed a visual inspection, filled reservoir with water, plugged in line cord, and turned on power. The reported issue was confirmed as the device is leaking, due to the crack of the water tank cover, and the printed circuit board (pcb) was damaged. No action will be taken due to the condition and age of the device. It is deemed beyond economical repair and will be scrapped.